Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. There was no adverse impact to customer¿s blood glucose level. Meanwhile, the customer was advised to use a backup insulin pump to maintain insulin delivery.